Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was revised to due inadequate pain relief. The revision was unable to provide resolution. As a result, the patient will undergo surgical intervention again on a future date.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.